Event description:
The customer alleged the lift¿s cable caught fire. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The customer provided an image of the damaged cable. It was determined that the power cord had been damaged by misuse. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even as hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) it is stated under section 8: verify that all cables are properly inserted. Re-insert if uncertain. Check cables and connectors for damage or wear. If the instructions as outlined above are followed it is very unlikely for an injury to occur due to this error. Although the reported event did not result in a serious injury, the report of a sparking control box could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.